Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2019-13108. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "psychologically shaken", "cysts", "the presence of seroma", "microcyst with high protein or hemorrhagic content" and "rotation". Healthcare professional later reported "pain", "discomfort" and "seroma". Healthcare professional additionally reported patient is psychologically shaken and does not want to be implanted". Later patient's representative mentioned the recall. This record is for the left side. The device has been explanted.